Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist offered to dispatch the service at the customer site, however, the customer declined the service due to an ongoing issue. The hsc specialist stated that an extensive maintenance has been performed on the instrument during the previous service visits, however, the issue has still not resolved. The instrument will be replaced. The cause of the discordant, falsely low ucfp result on one patient sample is unknown.

Event description:
A discordant, falsely low urinary/cerebrospinal fluid protein (ucfp) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and on an alternate dimension vista instrument, resulting higher than the initial result. The result obtained on the alternate dimension vista instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low ucfp result.

Manufacturer narrative:
The initial MDR 2517506-2017-00482 was filed on may 12, 2017. Additional information (06/30/2017): the dimension vista 500 s/n (B)(4) has been replaced. The new instrument is operational.